Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the station was in disconnected mode due to the port issue. A field service engineer replaced the network cable; however, the disconnected mode persisted. The engineer then connected the device to another functional port in close proximity, which successfully resolved the error. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system was in disconnected mode due to a hardware failure (rss offline). The customer stated this malfunction occurred when the user was trying to issue medication to the patient. The user was able to retrieve the needed medication from the pharmacy and confirmed that there was no delay or harm to the patient. There were no adverse events or injuries reported based on this event.